Event description:
On (B)(6) 2012, pt reported she is receiving elevated blood glucose readings while using the infusion device since a large amount of insulin spilled inside of the device. Pt stated her blood glucose readings are higher than usual. Pt reported receiving a reading of 341 mg/dl. Pt's normal blood glucose range is 150-170 mg/dl. Pt stated she self-treated and bolused with 6.6 units of insulin to bring her readings down. Pt reported she did not require outside assistance. Pt stated her blood glucose readings have been ranging between 250-340 mg/dl since she changed her insulin cartridge. Pt reported while changing the cartridge she did not have the cartridge all of the way in the infusion device and so when she was twisting on the infusion set, the cartridge came out and all of the insulin, 315 units, spilled inside of the device. Pt stated she tried to drain it out and clean it as much as possible. Pt reported she has not received any error messages. Advised to switch to her backup infusion device. On follow up call on (B)(6) 2012, pt reported her blood glucose readings were better since she has been on the backup infusion device. Pt stated she feels that she wasn't getting enough insulin. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device and adapter for eval.